Manufacturer narrative:
Product ID 3889-28, lot# v906982, implanted: 2012-(B)(6), explanted: 2012-(B)(6), product type lead. Final analysis of the implantable neurostimulator found no significant anomaly. The battery was not in new condition. Final analysis of the lead found no significant anomaly. The lead was segmented/cut through.

Event description:
It was reported that there was a "worsening or exacerbation" of a pre-existing condition and that the implantable neurostimulator (ins) was explanted. It was stated, that there was a "worsening" of urge urinary incontinence and the severity of the event was "moderate." It was noted that the event was "not related" to the implant procedure and "unlikely related" to the device or therapy. The patient resolved without sequelae. If any additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID, 3889-28 lot# v906982, implanted: 2012 (B)(6), product type lead product ID, 3037 lot# serial# (B)(4), product type programmer, patient (B)(4).